Event description:
It was reported the intertan nail was scheduled to be removed, and a blade plate implanted. The intertan had broken at the hole for the lag/compression screw, and the head of the compression screw was also broken off. The nail had failed because the patient had a hypertrophic non-union. The surgeon was unable to remove the broken compression screw because there is no instrumentation or technique for removing it that will spare enough of the femoral head and neck to allow for implantation of a blade plate. The surgeon elected stop the procedure and return the patient to the or two days later when he was prepared to preform a total hip arthroplasty.

Event description:
Further information determined the total hip arthroplasty was performed on (B)(6) 2017.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).